Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinician narrative: an impella cp device was placed in a 71-year-old male with a history of coronary artery disease underwent high-risk percutaneous coronary intervention via femoral access. During the procedure, the patient experienced hemodynamic deterioration requiring cardiopulmonary resuscitation, impella cp device was placed as a bailout measure. The patient remained critically unstable and ultimately expired while on support. The end user did not report any issues with the device while it was in the patient. Based on review of the event, the patient¿s outcome was attributed to severe underlying disease and refractory hemodynamic instability. The impella cp will be conservatively reported for death. The patient¿s death occurred in the setting of significant underlying comorbidities and critical illness. No information was identified to suggest a causal relationship between the impella cp device and the reported event. Patient expired.

Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.